Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse resolved the issue by replacing the top display and top display labels. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted if additional information is provided and upon completion of our investigation. The full name of the initial reporter that is abbreviated is luis (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6); biomedical engineer; (B)(6). The full event site name is (B)(6) medical center.

Event description:
It was reported that while servicing the cardiosave intra-aortic balloon pump (iabp) unit in relation to a leak test failure, the getinge field service engineer (fse) identified a horizontal line across the top display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
This reported event is related to an event reported under medwatch report # 2249723-2021-01709 with regard to a leak test failure reported issue.